Event description:
Disregard this MFR # please. This a duplicate of MFR # 6000089-2004-01596, 01597, 01598.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was located in the vein graft to the lad and treated with a 3.5 x 12 mm taxus stent. Target lesion 2 was located in the vein graft of the first obtuse marginal and was treated with 2 taxus stents (3.5 x 28 mm and 3.5 x 20 mm). Four mos later, the pt presented with cardiac enzyme elevation meeting the guideline criteria for mi. On 2nd day the pt had 3 drug-eluting stents (not specified) placed in the vein graft to the lad secondary to diffuse instent restenosis. More additional info is expected.

Event description:
Same case as MFR # 6000089-2004-01424 and 01426. Clinical study-it was reported that 4 months after a drug eluting stenting treatment procedure, the pt experienced a myocardial infarction.